Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at 4 atmospheres, and the guidezilla guide extension catheter that was unable to cross. There were no patient complications nor injuries reported.